Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault at 16:30 on (B)(6) 2021. The backup battery was replaced but the alarm reoccurred. Log file analysis captured backup battery fault that were due to backup battery load test failure. The patient's system controller was exchanged on (B)(6) 2021, which the patient tolerated well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 2 days (19jul2021 ¿ 21jul2021 per timestamp). From 20jul2021 at 16:28:51 to the end of the log file on 21jul2021 at 09:31:08 there were multiple backup battery fault alarms due to failed load tests. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. These alarms did not clear in the events of the log file. There were no other notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking if the reported backup battery faults resolved, and if any products would be returning for analysis; however, to date no response has been received. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.